Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed and the technician believed that the balloon lost pressure on some sharp calcium. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1519611) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On 9/29/2015, the company representative provided the following additional information: the device was prepped like usual and everything was routine. During pullback, the balloon lost pressure and the device pulled out along with the procedural sheath. Manual pressure was held for 10 minutes and the patient was fine. It was a diagnostic case, the patient was fine and was discharged that same day. No additional hospital stay or intervention was needed. The balloon was tested again after hemostatis was achieved and there were 2 holes. The technician believed it lost pressure on some sharp calcium. An angiogram was performed before closure was attempted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the mynxgrip vascular closure device failed to deploy. It is unknown if the patient was hospitalized.